Manufacturer narrative:
Review of the device manufacturing record history. Review of device manufacturing record history confirmed device met pre-release specifications.

Event description:
On (B)(6) 2010, a thin-walled gore-tex vascular graft was implanted in the patient's upper arm. On (B)(6) 2010, the graft split in half when the patient had a violent fall. The graft was repaired using an interposition graft.